Event description:
Reporter indicated a vns handheld hp jornada computer had problems "starting up" and that "half of the screen on the hp jornada was blank and the other half was visible. After a few minutes, the entire screen would dim and then turn gray". Performing a hard reset did not resolve the event. The hp jornada computer and flashcard have been requested for return.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.